Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed farfield oversensing of atrial flutter on the right ventricular (rv) lead channel and rv pacing inhibition with pauses of approximately two seconds in events from september. The patient's underlying rhythm was in the 40s beats per minute (bpm) range. Other atrial flutter events occurred in march, however atrial flutter was not oversensed at that time. Technical services discussed troubleshooting options, programming considerations, and possible causes. It was noted that rv blank after as is not a programmable option. Ts recommended chest x-rays to check for possible lead dislodgement or reviewing the presenting egm while the patient was extending or lying flat, in order to minimize slack in the lead. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.